Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output. Dexcom technical support requested that the patient's mother test the alert functionality. Patient's mother reported alerts did function. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).